Manufacturer narrative:
Evaluation of the returned the autopulse platform (sn (B)(4)) during initial power up, revealed a blank display screen and repetitive clicking sound. The platform failed the power-on self-test due to a defective processor board. The archive data was unable to be retrieved and a review was not performed. The report of a system error, out of service, revert to manual CPR message was related to the observation during functional testing. As part of routine service during testing, the platform was examined and found no physical damages. Upon customer approval, the processor board will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR error message. No known impact or patient consequence was reported. No further information was provided.